Manufacturer narrative:
Product event summary: the mapping catheter (B)(4) with lot number 217434703 was returned and analyzed. Visual inspection of mapping catheter showed broken shaft at 8.375 inches from the connector. The mapping catheter was unable to be inserted into a balloon test catheter. Furthermore, there is a shaft bend at the lemo connector. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a kink was found on the mapping catheter after it was taken out of the balloon catheter the mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.